Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04395. It was reported that the patient presented for the right ventricular lead revision procedure. During the procedure, the rv set screw appeared to be stripped when the physician was trying to removed the lead from the device. The system was explanted without any issues. The patient remained stable throughout the event.

Manufacturer narrative:
The field event of a stripped set screw was confirmed. The silicone found inside the rv/svc set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was rounded (stripped). Bench testing found the device to be normal.